Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Blood and solution was dried on the lens. The optic was torn/split/cracked and cut into three portions, typical of insertion and removal. The cut optic portions have scratches on the anterior and posterior sides of the lens. Information was provided in the file that indicated the use of qualified associated products. The viscoelastic indicated is not qualified for the product combination used. The root cause for the reported complaint appears to be related to failure to follow the IFU (instruction for use). The file indicated the use of a viscoelastic that is not qualified for the product combination used. The IFU(instruction for use) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during implantation of an intraocular lens (iol) the lens had a scratch after implantation. The lens was removed and replaced with another lens in the same procedure. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There has been one another complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).